Manufacturer narrative:
G3. Initial awareness date was 09jun26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the c9950 sterling cuda, microblade shaver, 2.0 mm, device was being used on (B)(6) 2026 during a wrist joint endoscope procedure when it was reported was reported ¿the professor's wrist joint endoscope's front-end knife head broke off and fell off.¿. Further assessment questioning found that the device fragmented into the surgical site and was retrieved with surgical forceps. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.